Event description:
It was reported that during the positioning of the embolization coil, the coil could not be advanced distally. Upon retraction attempt, the coil detached partially within the microcatheter and the carotid artery. Two coil loops remained in the carotid artery. No attempt was made to reposition or remove the coil. The patient incurred no injury and was reported to be okay post embolization. No harm was reported.

Manufacturer narrative:
Sample analysis: the complaint sample will not be returned for evaluation as the user discarded the sample and a portion remains within the patient. The root cause of this complaint can not be determined. The device history record was reviewed. No abnormal discrepancies or non-conformances were observed.